Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13087. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. It was also noted that the atrial lead exhibited lead low pacing impedance, insulation break due to clavicle crush was suspected. The patient was in stable condition. No intervention was reported.